Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The device was evaluated upon receipt. Hot side connection between the ac main voltage circuit card and the power inlet module shows signs of electrical overstress. Replaced ac main voltage circuit and ac power inlet module. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service. Biomed stated that they were trying to test the device to make sure it was cooling. Biomed explained they have a 39c temp simulator key plugged in, the tt(target temperature) was set to 33c, but the water has stalled out at 35.7c. Per sample evaluation results received on 10jul2024, it was reported that device primed to fill, hot side connection between the ac main voltage circuit card and the power inlet module shows signs of electrical overstress, tank seals lifted, circulation pump motor had dried out bearings, mixing pump motor had dried out bearings.

Event description:
It was reported that the arctic sun device failed calibration error 80. It was determined that the device had a failed mixing pump. They requested a quote for 2000-hour service. Biomed stated that they were trying to test the device to make sure it was cooling. Biomed explained they have a 39c temp simulator key plugged in, the tt(target temperature) was set to 33c, but the water has stalled out at 35.7c. Per sample evaluation results received on 10jul2024, it was reported that device primed to fill, hot side connection between the ac main voltage circuit card and the power inlet module shows signs of electrical overstress, tank seals lifted, circulation pump motor had dried out bearings, mixing pump motor had dried out bearings.

Manufacturer narrative:
The reported issue was confirmed. It was concluded that the following was the root cause: supplier ¿ root cause: inadequate verification and validation activities of the crimping process. Single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided. The device was evaluated upon receipt. Hot side connection between the ac main voltage circuit card and the power inlet module shows signs of electrical overstress. Replaced ac main voltage circuit and ac power inlet module. DHR review is not required. Labeling review is not required because labeling could not have prevented this issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.